Manufacturer narrative:
No motor error alarm, e70 alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 484 mg/dl. Customer's other blood glucose value was 300 mg/dl. Customer stated that the insulin pump alarmed motor error and a motor position encoder error. Customer was able to complete pump rewind. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer also reported insulin pump had no delivery alarm and insulin exited. Customer was performed self test and it was not successful and displacement test was pass. Customer stated that the insulin pump was not working properly. Customer declined trouble shoot for high blood glucose. The device will be returned for analysis.